Event description:
Customer reported a no delivery alarm. The blood glucose reading was 284 mg/dl. Customer treated with manual injections. Customer reported that the issue had been resolved with a set change. He was assisted in performing a 5 unit fixed prime and stated that insulin did not exit. Customer was advised to remove the reservoir, to disconnect and reconnect the reservoir and infusion set at the tubing connector, and push insulin slowly through the tubing with the plunger. He stated that insulin did exit. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.